Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported. Manufacturer representative reported they had not reprogrammed the patient prior to the explant. They were not aware of any reprogramming sessions that took place. No further information reported.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va0te43 implanted: (B)(6)2015 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) rep reported that they had reached out to the doctor and office several times , and there were no further actions being taken about the lead because the doctor already attempted to explant it. The rep noted that they sent the explanted portion of the lead back in a return mailer kit. The rep said that he was told that the lead could not be found and they did not know if they ever received it. The rep had asked the doctor three times to release the an x-ray image of the lead portion that was still in the patient but had not yet done so. The rep stated that they had advised the doctor that if she did not want to release directly to him, the doctor could call technical services and ask them their device. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0te43, implanted: (B)(6) 2015-, product type: lead.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was not seeing enough improvement and requested to have their device explanted. The system was explanted a couple weeks ago, but the lead broke and some of the lead was left still implanted. No further complications were reported.